Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a metal piece popped out of the wrist of the force bipolar instrument when the surgeon was manipulating the tissue. No fragment fell into the patient and there was no patient harm. The surgeon stopped any further movement of the wrist/jaw. The customer removed the instrument along with the cannula and used a backup instrument. The procedure was completed with no injury to the patient.